Event description:
It was reported that during a total prostatectomy, the electrode peeled away. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode broken off of the active rod and not returned; the ceramic is not damaged and is securely bonded to the bottom jaw. Due to the condition of the returned instrument, rf power delivery from the generator is not possible, therefore, no functional testing could be performed.